Event description:
The patient received a scs system which included two leads from the same lot. It was reported the patient's programmer was auto-reducing indicating a potential issue with the patient's leads. The patient scheduled an appointment with her physician to determine the next course of action. Follow up information revealed the patient has been referred to a different physician for surgical lead placement. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.